Event description:
It was reported that cracks were noted in the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Although the actual occurrence date is unknown, the event was reported to have occurred on an unknown date in (B)(6). The actual sample was not returned. However, photographs of the used patient sample were received for evaluation. Visual inspection was performed and verified the minicap was cracked. A review of all batch record documents was performed for associated lot number m14c13a with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.